Event description:
On (B)(6) 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was displaying an apply sample message after the sample had been applied. It was also displaying another message (unknown error message) when attempting a blood test. On (B)(6) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on the same day they contacted lfs for assistance in the morning. The patient advised the mss that she manages her diabetes 4u novolog 3x per day and 2u levemir in the morning and 2u at night. She claimed that prior the issue occurring, her daughter found her passed out/non responsive at approximately 6am. Her daughter contacted the paramedics immediately and then tried to use the subject device to check the patient's blood glucose when the said issues occurred. Her daughter contacted lfs for assistance. She reported that the paramedics arrived within a few minutes and tested her using the emt meter, although the patient could not recall the result obtained, she stated it was "very low" and she was treated by the paramedic with a glucagon shot. The paramedics stayed with the patient until she felt better. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting since the reporter did not continue with the call when the paramedics arrived. Replacement products were sent to the patient. The patient reported that she got rid of the meter and is unable to return it.this complaint is being ruled-out as reportable event due to the following conclusion(s): although the patient was treated for severe hypoglycemia by an hcp, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to alleged issues. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged issues were not resolved with troubleshooting.